Event description:
The advocate stated the customer tested his blood glucose and received a reading that was more than 200 mg/dl using his breeze meter. He retested using a breeze2 and received a reading of 120 mg/dl. If the customer's meter read 226 mg/dl or higher, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot and insisted the meter be replaced. No product will be returned for evaluation. A new breeze2 meter kit was sent to the customer.